Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor found the front of the catheter was broken. According to the report, the doctor used another product to complete the surgery. Reportedly, the patient is currently ok.

Manufacturer narrative:
Approximately 81 cm of the catheter was returned. The proximal tip of the catheter was sheared. It is unknown how or when the damage occurred. There was proteinaceous debris on the interior and the exterior of the catheter. The returned catheter was patent and passed leak testing. The catheter also met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. It goes on to say that if the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).